Manufacturer narrative:
Product complaint (B)(4). Investigation summary : according to the information received, "a patient was hospitalized because he broke his corail hip . The coral stem that broke off at the base of the collar. This prosthesis has been implanted in procedure date. The surgeon will re-operate the patient tomorrow". The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachments(B)(4). Tr_ _external_ rupture spontanée tige corail, (B)(4). Sticker sheet ad (B)(6) 2025 and product code (B)(4). The photographs attached were reviewed, however they do not represent the reported complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. A manufacturing record evaluation was performed for the finished device 1254841 lot number, and no non-conformances nor manufacturing irregularities were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device 1254841 lot number, and no non-conformances nor manufacturing irregularities were identified device history review :a manufacturing record evaluation was performed for the finished device 1254841 lot number, and no non-conformances nor manufacturing irregularities were identified.

Event description:
It was reported that a patient was hospitalized because he broke his corail hip. The coral stem broke off at the base of the collar. The patient underwent revision hip arthroplasty as a result. It was noted that this patient fell heavily on the right side in 2022 with a spiroid fracture that was treated by rest without intervention.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received and stated that the patient fell heavily on the right side in 2022 with a spiroid fracture that was treated by rest without intervention. The cup is made of ceramic.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.